Event description:
Litigation papers allege: patient suffered pain and discomfort, and continues to suffer serious bodily injuries and has incurred, and continues to incur, medical expenses to treat patients injuries and condition. Update - (B)(4) 2012 - pfs and medical records received. Part/lot information was identified. The doi was also provided, (B)(6) 2005. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.